Manufacturer narrative:
As returned a portion of the thumb screw is fractured. The thumb screw was dimensionally inspected and found to be conforming with the exception to the previously mentioned fracture. The hardness of the thumb screw was also checked and is within specification. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. Based on its lot number the thumb screw has an approximate field age of 2 years and 5 months. The instructions for use included with the thumb screw states: "do not subject instruments to high loads and/or impact as breakage can occur." This failure is result of exposing the thumb screw to greater than anticipated loading.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during insertion of the humeral stem into bone, the tip of the thumbscrew broke off inside of the humeral stem with approximately 3 to 4 cm left to impact. The surgeon elected to continue impacting versus removing the stem.